Event description:
As stated via MDR # 10-0038-2011-07, "during elbow surgery (B)(4) 2.3mm plate was contoured to the ulna transfixed by the use of multiple 2.3mm screws. In one of the screw holes while drilling a small portion of the drill bit broke off. Attempts were made to remove this portion without success."

Manufacturer narrative:
Investigation in process, but not yet complete.